Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2014. Product event summary: the full lead was returned in segments. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The initial reported event of [infection/erosion] was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a pocket infection and antibiotic treatment was necessary. The device and leads were explanted and later replaced. No further patient complications have been reported as a result of this event.